Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. The clinicians used another set of electrode pads without any success. An attempt was made to pace the patient, however, no ECG signal was available. Complainant indicated that the clinician used another set of electrode pads without any success. Complainant indicated that the clinician obtained another device, using the second set of pads, to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the reported malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an ECG signal different than the patient's actual rhythm. Complainant indicated that the clinician obtained another device, using the second set of pads, to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.